Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the glass cap proximal to the fracture was found to be detached. The glass cap/fiber proximal to the fracture was found to rotate independently of the metal cap; detritus and charring was also observed on the metal cap. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the sys went into standby mode after approx 5 mins / 25,726 joules of use. The case was completed using a secondary fiber. There was no injury reported.